Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, via a 6f sheath using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide was inserted over an extra stiff wire but the device kinked at the section of the body and the black part; it then separated. The distal portion was removed with very long nosed forceps; however, there was a lot of bleeding. The bleeding was controlled with a contralaterally inserted occlusion balloon. The occlusion balloon achieved hemostasis. Heparin effect was reversed using protamine sulfate. The tavi procedure was postponed. Hospitalization was extended one week due to the issue with the proglide device. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported guide kink, guide detachment, and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.